Manufacturer narrative:
No add'l service info at this time. As it becomes available, it will be reported.

Event description:
It was reported that during a case the collimator on the 9900 sys closed down. Sys was rebooted and case completed. No pt injury was reported.